Event description:
It was reported by the rep that the (1) tlc55 was used during a colectomy procedure. It was reported that the stapler would not fire. The case was completed with another device. With no pt consequence.